Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 21, 2019. The procedure being performed was a radial left heart catheterization. The patient was stable and the procedure outcome was successful. The issue was noted and a new sheath was pulled and used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that glidesheath slender was kinked and would not allow the dilator to advance through. There were no other devices or equipment used with the reported product.